Manufacturer narrative:
Immediately after receipt of the affected filter, the resistance was measured, which was confirmed to be very high. Scanning electron microscopy and chemical analysis of the filter pack showed no difference to a reference sample. As a paf test was successfully performed before the filter in question was used, and a 100% resistance test is performed during production, it can be concluded that the filter was initially permeable. After a storage period, the resistance of the affected filter was measured again. It was found that the resistance had normalized. Therefore, excessive water load/condensation can be assumed as the cause for the reported event. In previous tests, relevant resistance increases on filters could only be simulated by a water torrent (e.g. From the breathing hose). The hose system used was already in use for other patients before and no water trap was used. An increase in resistance or clogging of the filter is detected by the main device via pressure monitoring and an alarm is issued depending on the alarm limits set by the user. If the resistance value is too high, the filter must be replaced immediately.

Event description:
It was reported that the filter become clogged. The patient suffered a cyanosis.

Event description:
It was reported that the filter become clogged. The patient suffered a cyanosis.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.